Manufacturer narrative:
(B)(4).

Event description:
The customer questioned inr results for 3 patients tested on coaguchek xs meter with serial number (B)(4) compared to a laboratory using the dade innovin method. Based on the data provided, the results for 1 patient were discrepant. The initial result on the meter was 3.8 inr. The result from the laboratory using the dade innovin method was 2.77 inr. The patient sample was also sent to an external laboratory using an unknown reagent and the result was 3.2 inr. The customer applies the blood sample to the test strip within 30-60 seconds from the finger stick and sometimes has to squeeze the patient's finger excessively. Product labeling advises to apply blood to the test strip within 15 seconds after sticking the finger. The patient's therapeutic range is 2.0 - 3.0 inr. No treatment was received. No adverse event occurred. The patient is fine. The meter has not been cleaned. The heater plate looked dark but there were no signs of contamination by blood. The patient is not on any other blood thinners or direct thrombin inhibitors. The patient has not had any dietary, health or medication changes. The patient does not have lupus or antiphospholipid antibodies. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr donor 2 inr: 2.4 inr donor 1 hct: 54% donor 2 hct: 50% donor 1: retention meter with master lot strips: 2.7 inr customer meter with customer strips: 2.7 inr donor 2: retention meter with master lot strips: 2.4 inr customer meter with customer strips: 2.5 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The alleged result of 3.8 inr was not found in the meter memory of the returned meter. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause for this event.